Manufacturer narrative:
The reported event of twisted lead was confirmed but the reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage. No other anomalies were seen.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, and lead twisted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.